Event description:
In december 2005, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument with high dialysate cultures. On the 5th day, a baxter field service representative went to the facility to evaluate the instrument. The facility has identified, the bacteria to gram neg ralstonia. The baxter service representative reviewed water and dialysate cultures with staff and found growth in water system as well as machine. All of the cultures were the same growth. Baxter service representative helped customer to find possible source of problem and reviewed how to culture machine. Growth was found to be from water system and customer was to have water company come in and disinfect system. Customer will contact baxter again if machine does not clear up after disinfection of water system. Service representative spoke to customer via phone in 2 days later facility found heavy cultural contamination in the ro water samples. They have found that the cultural contamination is coming from the ro system.